Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on impella 5.5 support, the patient had gastrointestinal (gi) bleed, therefore heparin had been discontinued. No additional information was provided for the treatment of gi.

Manufacturer narrative:
The investigation into vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-09400. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. The pump was not returned for investigation. Data logs were only provided up until 12/01, before patient transfer. No optical signal or placement signal abnormalities were reported in the given logs until 12/01. Data logs were not provided for the time during the psnr event. The placement signal was lost two days prior to explant. The pump was kept in place, and no other abnormalities were reported. The root cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. B5 updated with additional information. G1 updated with correct MDR reporting contact email. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-09400.

Event description:
Additional information indicated that, during patient support, the pump placement signal stopped working. An echocardiogram was performed to verify correct position. Support was continued, and the patient was successfully weaned off the device.